Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer stated that the blood glucose was 40 mg/dl. Customer stated that they treated for low blood glucose with glucose tablets and cheese but that was not enough. Customer was later treated with glucagon shot. Customer declined the troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.